Event description:
It was reported patient underwent a revision procedure approximately 11 years post implantation due to excess amounts of cobalt and chromium corrode and wear as well as metallosis. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: m2a-magnum mod hd sz 42mm, pn 157442 ln 021470. Associated product: m2a-magnum 42-50mm tpr insrt-3, pn 139254, ln 540860, bi-metric/x por nc lat 9x125 pn x11-180309, ln 480220. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-10955.

Event description:
It was reported patient underwent a revision procedure approximately 11 years post implantation due to excess amounts of cobalt and chromium corrode and wear. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.